Event description:
Additional information was received that damage was seen visually on the right ventricular (rv) lead during the replacement procedure.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged, but not confirmed. Provocative testing was performed and the lead noise was not reproduced. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximally to the cut end of the connector portion lead. The cause of the reported event was isolated to the external insulation abrasion found on the lead.